Event description:
The customer reported that the volume wave form is going below base line. No patient involvement.

Manufacturer narrative:
Evaluation by the carefusion field service technician is anticipated but has not yet begun.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and found leak at flow sensor connector. Replaced bad o-ring and verified calibration and performance. Passed all performance checks.